Event description:
A caller reported an error with their continuous glucose monitor (cgm), identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset instructions and assisted them in resetting the pump. Following the reset, the cgm error did not reappear, and the caller successfully started their sensor session.